Event description:
It was reported that the pump battery was unresponsive. The customer blood glucose level was 572 mg/dl. The customer administered a manual insulin injection to resolve elevated glucose levels and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.